Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) was isolated to an open r46 resistor on the computer/analog board. U1004 and u1005 were also shorted on the ca board, causing fault. The monitor was unable to pass detect and treat testing. The root cause for the open r46 resistor and shorted components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.